Manufacturer narrative:
(B)(4). G2: foreign - event occurred in poland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a left hip arthroplasty. Subsequently, the patient was being considered for placement of the device. Attempts have been made and no further information has been provided.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). The medwatch is being submitted to relay additional information. The following fields have been updated: b4, b5, g3, g6, h2, h6, h11. The reported event could not be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.